Event description:
During a cardiac arrest the defibrillator in use failed through a turn-off of its power supply. The monitor on the unit, which used the same battery module, continued to function at all times. A substitute defibrillator was brought to the scene and the code continued. CPR was never interrupted during the malfunction. The malfunction was confirmed on the scene by the responding biomedical equipment tech, but the malfunction has not been able to be duplicated since. The MFR was called in, who has also been unable to duplicate the malfunction. The state of the batteries is very good, and they are able to withstand at least 10 full-power countershocks since the incident (indeed, immediately after the incident when power "came on" again).